Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument was defective. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and was found to have a broken conductor wire at proximal end near the main tube and roll gear junction to be related to the customer reported complaint. The instrument failed the electrical continuity test. No signs of thermal damage were observed.